Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-dec-2021. The device evaluation was completed on 17-feb-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. The resistance issue could have contributed to the separation of the hemostatic valve. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Additional investigation was initiated to address the root cause for the resistance to sheath issues. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. Initially it was reported that the dilator fit into the sheath. It was too tight. They replaced the sheath and the procedure continued. There was no patient consequence reported. Additional information was received on the event. Tactile and visual resistance when trying to insert the dilator into the proximal end of the sheath. There was no physical damage on the sheath/dilator. There was no occlusion when irrigating the sheath. The dilator was unable to advance into the sheath. Visually nothing looked narrowed or blocked and the sheath had been flushed prior. The dilator was not stuck on the sheath, but was unable to advance at the proximal end of the sheath. The event was assessed as not MDR for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-feb-2022 the hemostatic valve was missing on the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 17-feb-2022.